Event description:
It was reported that arteriotomy closure of an unspecified vessel was attempted using a perclose proglide device after an unspecified procedure. Reportedly, the needles would not deploy. Another proglide was used to achieve hemostasis. There was no adverse patient sequela reported. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. The device analysis found suture within the device; the plunger was in a retrieved state (outside of the device) and the link was pulled from the posterior cuff. The reported needles did not deploy could not be confirmed. Based on the visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.